Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (overheating) was confirmed. Upon investigation the monitor was unable to complete pulse testing. Upon investigation the monitor displayed a service 110 (charge profile fault). The cause for the failure was isolated to a defective u1005 component on the computer/analog board. Additionally, u1004 component is thermally damaged. The root cause for the defective u1005 be positively identified. No adverse event resulted from the damaged monitor.